Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. Subsequently, it was reported that a cartridge alarm occurred during the load sequence. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose 137 mg/dl.